Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 40, blood glucose reading 229mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. The customer also received a predict low alert. Troubleshooting occurred. No additional information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings.